Manufacturer narrative:
The device was received fully deployed. The downloaded data indicates that the device completed first and second priming sequences before being deactivated at pulse 55. No timeouts or drive stalls were observed in the pod data. The needle mechanism was inspected and no damages or abnormalities were observed that could cause an early deployment of the needle. The needle mechanism was reset to its not deployed position and deployed as intended through manual rotation of the ratchet gear. Although no abnormalities were observed, it could not be determined when the device deployed. Cracks were observed on the top housing. Although damage was observed on the top housing, this did not affect the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.